Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a start-x tip ems insert 3 broke during use; no injury resulted.